Event description:
It was reported that when starting the analyzer of the programmer at the start of a pacemaker implant procedure, the programmer showed a white screen with a serious error message. Repeated attempts to start the analyzer failed. The implant procedure had to be canceled until a replacement programmer was available in the hospital. The programmer and analyzer were replaced and returned for investigation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Software reconfigured which resolved the problem. (B)(4) battery voltage low. Device is mechanically intact. Device passed all incoming functional tests.